Event description:
On 5/11/93 patient had colonoscopy performed in gi lab. A colon polyp was removed by hot biopsy forcep. Patient was discharged in good condition. Later that day the patient experienced abdominal pain and went to the emergency department where perforation of colon was diagnosed. At patient's request, he was transferred to another hospital where surgery for colon perforation was performed. The physician who performed initial colonoscopy felt cautery equiment wasn't operating correctly; i.e., continues to fire charges after pedal is released. Equipment was removed and examined by clincal engineering department. No problems identified or duplication of md alleged "misfires" could be made.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown, inherent risk of procedure, foot switch, power supply. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.